Event description:
A (B)(6) pt called in to zoll lifecor customer support to report that one of his batteries was displaying the battery fault light on the monitor. Support sent the pt a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem was confirmed. The cause for the battery fault reported by the pt was a leaking cell on the suspect battery. The root cause for the leaking cell cannot be positively identified. The battery was repaired and retested. No adverse event resulted from the leaking cell. The pt rec'd a replacement battery.